Event description:
Dist was informed of the event by the insurance carrier of the retailer from whom the consumer purchased the therometer. Dist did not receive the facts pertaining to the event until 6/6/97. The consumer alleged that the tip of the rectal thermometer broke while in her daughter's rectum. X-rays were taken, and a sygmoidoscopy was conducted which showed an intestinal abrasion. No further problems were reported following a subsequent examination.